Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found. It was reported that there was blood in/on the helix.

Event description:
It was reported that during implant attempt, the surgeon noted that the helix was out when the package was opened. The helix would not move in or out when attempt was made to retract it. The lead was not implanted. No patient complications have been reported as a result of this event.